Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided¿ the flexband anchor manufacturing steps were changed to improve tolerances on the internal t8 drive feature. Initially, the anchor threads were cut then the drive feature. In newer iterations, the drive feature is machined and the threads afterward. This change in the sequence has provided much more consistent and tighter tolerances for the t8 and a better and more consistent fit between the anchor and impactor. This change was made as a running change and coincided with an old anchor being mated to the impactor resulting in a very tight compression fit. All new kits being released will have the new anchor and impactor with the correct retention fit. Complaint was confirmed and determined to be device related. Manufacturing processes revised to mitigate future occurrence.

Event description:
The second was in (B)(6) or where the surgery went as planned until the secondary anchor wouldn't come off the impactor. The surgeon tried to remove the impactor but ended up pulling out the anchor as well. The anchor was impacted back down the tunnel and a forceps was used to hold downward pressure on the anchor to remove the impactor shaft. The surgery was completed without further issue and fixation was deemed adequate